Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the event. The cause of peritonitis was unknown. On an unreported date, the patient started treatment with vancomycine injections (1gm, once in 5 days, route not reported) and fortum injections (250 mg in each bag, intraperitoneally, frequency not reported) for peritonitis. The patient¿s outcome was unknown. Pd therapy was ongoing. No additional information is available.